Event description:
The customer reported the device did not recognize pads cable during pt event. There was no negative impact reported.

Manufacturer narrative:
(B)(4). The customer reported the device did not recognize pads cable during pt event. There was no negative impact reported. The hospital biomedical engineer evaluated the device and accessories and they passed all testing. They were using non-philips defibrillator pads. There were no ECG strips or event summary saved for review. After passing all performance verification testing the device was returned to use. There is no info that supports that the device did not meet product specifications during this event. We are unable to determine the cause of the reported symptom as it could not be reproduced.